Event description:
Customer reported that when the surgeon used the device, he was unable to stablize the needle to make a pass through the cruz. The needle would roll back and forth. After trying for 15 minutes, the surgeon converted to an open procedure. This required add'l surgery and add'l hosp stay.